Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and perforated my uterus and ended up in my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy period"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation and menorrhagia outcome was unknown. The reporter considered menorrhagia and uterine perforation to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migrated and perforated my uterus and ended up in my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy period"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation and menorrhagia outcome was unknown. The reporter considered menorrhagia and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.